Event description:
It was reported that the pt was admitted to the hospital due to collapse. A monitor rate of 30 bmp was indicated by the ambulance personnel. Interrogation of the subject device identified a high bipolar lead impedance (>3000 ohms), threshold of 0.75v and no r wave sensing. The device paced normally, but arm movement resulted in loss of capture. The device was then reprogrammed to unipolar, and the lead impedance was determined to be 902 ohms and the threshold was 0.5v with this setting. The pacing system was replaced.

Manufacturer narrative:
(B)(6) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.